Event description:
Table's hydraulic mechanism failed. Set screws stripped per repair team. Pt had to be transferred to another hosp to complete surgery for fractured femur. Bed fell from elevated position to lower position.